Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the sensor was removed due to a sensor failure during warm up. After the sensor was removed the patient stated that the sensor wire retained in the arm. No symptoms were reported, but it was stated that the patient went to the hospital. No diagnostic testing was reported, it was stated that the sensor was successfully removed. The method of removal was not reported. No prescribed medications were reported, and no additional information regarding the event was reported. Attempts to contact the patient for more information were unsuccessful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was clarified that the patient left the hospital after 12 hours. No additional patient or event information is available.